Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a white screen with no image due to dirt on the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, it is likely the following led to the malfunction: environment problems such as dust/dirt/humidity, optical problems, overheating problems, electrical problems like as signal loss or open circuit, or damage, deterioration, and wear and tear between the device components without any design or manufacturing defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.